Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot up passed. The receiver download passed. The receiver functional test passed. The log was downloaded and reviewed finding no errors related to the complaint. The receiver case was opened for an internal visual inspection and it passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.